Event description:
Event description guidant received information that this left ventricular lead was not implanted due to a dissection of the coronary sinus. During the attempted implant procedure, the coronary sinus sheath pulled out of the coronary sinus, which pulled the lead out, as well. While the physician was attempting to replace the lead, the coronary sinus was dissected. Therefore, the lead was removed from the patient's body.